Event description:
It was reported that the surgeon after starting the ligament bone plug was trying to insert the screw in the femoral tunnel and bolt ended up breaking the tip within the femoral tunnel, the customer emphasize that the extent of the graft was 9 mm and the surgeon was trying to use two numbers to the screw. Then the surgeon inserted another 7x25mm bolt in place and the tip of it was housed in the femoral tunnel between the bony and cortical plug. No delay or patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.